Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but photos were available for evaluation. The first photo showed the center of the circular seal cut and stretched out. The second photo showed a different view of the center of the circular seal cut and stretched out. It was reported that there was a damaged seal in the device and the device was leaking air. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on laparoscopic gastric bypass, during anastomosis of the jejunum, the seal was damaged. Air or gas leaked from the seal. Another device was used to complete the case. There was no patient injury.